Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the site replaced din rail fuses and the issue could not be replicated after replacing fuses. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the imaging system did not have line power and image acquisition system (ias) was not turning on. Plugging the system into different outlet did not resolve the issue. Issue was discovered when the site were about bring the system for a case. There was no patient present at the time of the issue.